Event description:
Had bellafill injected in tear troughs. Created trauma resulting in scar tissue and raised fat pads. Led to surgical removal. Bellafill/artefill filler injections. Hollow tear troughs.